Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventral side was clogged. The valve was explanted and replaced. The patient's status at the time of the report was alive-no injury.